Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump for spinal pain. The patient was initially inquiring if the pump had been recalled as she heard there was a recall on the pumps; however, she was unsure of a specific recall. The patient had been "having a lot of problems lately¿ and she believed they were related to the pump. It was noted her doctors were not helping. The patient felt there was a malfunction with the pump and asked for healthcare provider (hcp) referrals. It was noted the issues had been on the left side. She had been having a tremor in her left hand ever since the hcp increased the pump, and left leg was going numb and dragging when the patient walked, and the patient now had constant tremor and weakness on the left side. The patient reported her symptoms really sounded like a baclofen overdose which was causing weakness. The patient informed the hcp who said, "we will do a light decrease", but the patient was unable to get back into the hcp office. The patient wanted the pump turned almost all the way off and removed. The pump was "supposed to be for pain" because the patient "broke my back a couple years ago and had a couple back surgeries, but the pump did not seem to be helping, it seems to be making everything worse." The event date regarding making everything worse was the date of implant on (B)(6) 2015. No interventions were mentioned. The change in therapy/symptoms was gradual. The event date regarding the symptoms on the left side of the body was ¿about two months ago¿ (2018). It was also reported the patient would like to file a complaint against the hcp stating she already filed one with her insurance company. It was noted it was ¿all related to pump refills." It was noted the only person that refilled the pump was the physician assistant (pa) and the hcp would not refill pump. It was reported the pa "breaks sterile techniques all the time" and would put sterile gloves on from refill kit and grab a door handle or rub his face or something. It was also reported "when I tell him he did not clean the site where he inserts the needle and he said, "they have good filters, you're fine.¿ no further complications were reported/anticipated or expected.